Manufacturer narrative:
The blower motor assembly was returned for analysis. There was no obvious dust or debris on the unit. There were no signs of mechanical damage of physical mishandling. There were no obvious indications of electrical overstress or overheating. There were no signs of wear on connector or cabling. The blower spins freely. The motor controller (mc) pcba was also returned for analysis. The customer complaint could not be duplicated. All testing passed. There was no fault found. Upon further investigation, information was received indicating that the reported issue was found outside of clinical use; there was no patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The field service engineer (fse) replaced the blower assembly and the printed circuit board (pcba) motor controller (mc) to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported ventilator blower motor not working alarm. The customer states when unit is powered on it gives diagnostic error "blower high temp alarm" in the event log. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) created on site repair for service. The investigation is ongoing.